Event description:
The customer reported via phone call that before taking the battery out of the pump, the pump had a weird screen with dots on it. Customer stated that the buttons did not work and he did not receive any alarms. Customer stated that his low blood glucose was while he was smoking a cigarette. Customer does not know why he was low. Customer stated that he was put in a psychiatric unit and labeled as suicidal. Customer saw his endocrinologist and advised him that he was okay. Customer stated that he was in a fire and there may have been some damage from the fire. Customer stated that he was in smoke for about 3 hours before getting called. Customer's current blood glucose was 483 mg/dl. Customer was using a sliding scale to treat but it was not working. Customer was admitted in (B)(6) 2015 due to a low blood glucose of 30 mg/dl. Customer's blood glucose is high right now because he is not on the pump. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no damage noted on the keypad traces. During our visual inspection, the j2 keypad connector on the lcd board was found locked. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip. No burn marks were noted on the case.